Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Very high jacket retraction forces were experienced. Device unjacketed with vigorous flush.